Manufacturer narrative:
(B)(4).

Event description:
Customer reported upon attachment to patient's forehead, the device shattered and broke into pieces. The color of the device was white when it is usually clear.

Manufacturer narrative:
Follow-up #1: correcting event type to change from "adverse event" to "product problem" as there were no injuries in this event.

Event description:
Customer reported upon attachment to patient's forehead, the device shattered and broke into pieces. The color of the device was white when it is usually clear. There were no patient injuries reported in this event.